Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00715. This report is being submitted as additional information. Approximate age of device- 444 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the suspected thrombus and reported elevated ldh could not conclusively be established through this evaluation. Analysis of the log files provided by the account confirmed unsustained elevations in pump power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that power elevations were observed during system controller history interrogation. The patient felt fine with no issues. Mean arterial pressure (map) was 107 mmhg in clinic but at home the patient¿s map was 70-80 mmhg. On (B)(6) 2018, it was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb). Unsustained power elevations were observed during positional changes. On (B)(6) 2018, it was reported that the patient was in the hospital with continued increase ldh and power. The patient was placed on integrilin and heparin. On (B)(6) 2018, it was reported there was concern for potential clot. Patient was placed on integrilin and heparin infusions. Recent ldh was still 400¿s u/l but plasma free hemoglobin has returned to normal. On (B)(6) 2018, it was reported that the patient was still inpatient and on integrilin and bivalrudin. Ldh was slowly decreasing, and was 459 u/l. Partial thromboplastin time (ptt) was stable at 54.2 seconds. All other labs were normal. Urine was clear yellow. The patient continued to show no signs of heart failure. No power elevations were observed on system controller history interrogation. On (B)(6) 208, it was reported that the patient was discharged and doing well. Echocardiogram showed improvement. Polychromatic light therapy (plt) was added to the patient¿s regimen. No additional information was provided.